Event description:
Expired osteoselect dbm putty (product ID b120491-725) was implanted on (B)(6) 2014. The product was shipped to (B)(6) medical center on (B)(6) 2013. The product had a one year expiration date of 11/28/2013. Expiration dating for this product family was extended to two years as of april 2013. Therefore, this product was eligible for expiration date extension to 11/28/2014. For this reason, there is no risk to the pt associated with implantation of this product. This event represents failure by the independent representative to properly manage inventory and an error by the implanting facility in not verifying the expiration date prior to use.